Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The surgeon back plane (sbp) printed circuit assembly was analyzed and found the small form-factor pluggables (sfp) were found to be missing. Testing could not proceed because the unit did not have the sfps installed. The generic power distribution (gpd) was analyzed and found in system logs, surgeon side console (ssc) not connected was found confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mpgs) and redundant mgps to resolve the issue. The fse preventatively replaced the generic cart controller (gcc), generic power distributor (gpd), surgeon back plane (sbp) and blue fiber cable port. The system was tested and verified as ready for use. The blue fiber cable port involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi has received the power supply and gcc involved with this complaint to perform failure analysis. In the logs, no data was found to indicate the failure occurred in the field. The power supply and gcc were analyzed with no issues found. The components were installed onto a working system and both functioned as expected. The reported complaint could not be replicated. Isi did not yet receive the gpd and sbp involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that there was a message stating that the surgeon side console (ssc) was not connected to the system. The ssc fan could be heard when powering the ssc on. The technical service engineer (tse) confirmed via the system logs that the ssc was not connected. The led on the ssc was red. The caller also replaced the blue fiber cable (bfc), without success. Further troubleshooting was performed, including cleaning and reseating bfc, swapping bfc port, and power cycling with the breaker, but the issue could not be resolved. The procedure was aborted to laparoscopic. There were no reports of patient involvement.